Event description:
It was reported that during an implant procedure, the patient was experiencing pain at the lead site. The physician confirmed that the leads had migrated. During reprogramming, it was noted that the leads had high impedances causing inadequate pain relief. The patient underwent a lead explant procedure. After the leads were removed, the patient was feeling more pain in the stomach area.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7165409.